Event description:
It was reported that on (B)(6), 2026, the patient experienced elevated blood glucose levels after approximately 24-36 hours of pod wear on the abdomen. Blood glucose was reported to have increased to 500 mg/dl from 150 mg/dl earlier in the day, and the patient began feeling unwell, prompting them to seek medical attention. The patient was admitted to the hospital with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization included insulin infusion. The patient remained hospitalized until (B)(6), 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s921usqs5czc1 hardware: sm-s921u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.